Event description:
It was reported that the system was explanted due to infection. A new system was implanted on (B)(6) 2019. Additional information was not available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the patient was stable.